Manufacturer narrative:
Additional information was received on october 01, 2015. The returned sample was reviewed at convatec and found to function per specification with no leaks detected. Third party manufacturer reviewed the routers used to manufacture lot number 11vm430289 and determined that there were no deviations or discrepancies noted, the lot was manufactured without incident. In addition, the retain samples for this lot were inspected, and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review, no discrepancies, non-conformances and deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A used silicone catheter assembly was received for evaluation and visually and functionally tested. Using a luer lock syringe from stock, the balloon was inflated with 45ml of water and deflated. This process was repeated several times and no leaks were observed in or around the inflation port or balloon area. It was also observed that the pressure in the balloon pushed water back into the syringe while it is attached to the inflation port. Further detailed investigation is in progress. Additional patient/event details have been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that during the initial placement of the device in a patient, water leaked around the inflation port when attempting to insert the water. As a result, the balloon would not inflate.